Manufacturer narrative:
Brand name: long description corrected to aviator draw rod for rescue screwdriver catalog # corrected to 48770905b visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported device was confirmed to have a tip deformation. Manufacturing files were reviewed and no issues were found. The instrument was found to be manufactured approximately 8 years ago. Conclusion : based on visual inspection and the age of the device it is likely that the instrument deformed due to normal wear and tear.

Event description:
It was reported that the distal tip of the quick turn driver broke off intra-op. The surgery was successfully completed using another driver. No adverse consequence to patient was reported.

Event description:
It was reported that the distal tip of the quick turn driver broke off intra-op. The surgery was successfully completed using another driver. No adverse consequence to patient was reported.